Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis is a known adverse event. Without the device to examine, a conclusive root cause could be determined. Medtronic will continue to monitor for future similar events.

Event description:
Medtronic received information that two years and seven months post-implant of this transcatheter pulmonary valved conduit, the conduit was explanted due to stenosis and was replaced with another medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.